Manufacturer narrative:
This supplemental report is submitted pursuant to 21 cfr 803.56, referencing initial MDR submitted february 21, 2026 (MFR report no. 3006055387-2026-00001). At the time of the initial report, raz design inc. Had not yet received detailed information, photographs, or supporting evidence regarding the incident, and the investigation was pending access to the failed device, which was retained by plaintiff's counsel (B)(6). Physical inspection access was not available until may 15, 2026. A joint physical inspection was conducted at (B)(6), attended by (B)(6)., president of raz design inc. Findings confirmed that the prx right open seat fractured at the front bridge. Seat brackets were inspected and found functional and not a contributing factor. Following inspection, raz design engineering team performed in-house testing on a replica prx right open seat including rolling road durability and static strength and durability. Bboth tests resulted in pass with no structural failure observed. Based on the investigation conducted to date, the root cause of the seat failure has not yet been determined. Raz design inc. Is continuing its investigation and awaiting additional information to complete the root cause analysis. Raz design inc. Anticipates providing the final root cause determination in a subsequent final report. Please note this report is supplemental report for initial MDR 3006055387-2026-00001 (feb 20, 2026). Filed per 21 cfr 803.56 following on-site investigation in fl and in-house engineering testing.

Event description:
On (B)(6) 2026, a raz-sp mobile shower commode chair (serial no. (B)(6) failed during use (showering), causing the user to sustain significant injuries. On (B)(6) 2026, raz design inc. Received formal notice of this allegation from morgan & morgan. It is alleged that the prx right open (right access) seat fractured, causing the user, a paraplegic, to fall through the seat opening. Emergency services (fire department and ems) responded to the scene. The user was hospitalized and underwent surgical intervention. No prior complaints were on record for this unit (sn (B)(6) in raz design's complaint management system. Raz design inc. Is continuing its investigation into the reported incident and all findings remain preliminary pending conclusion of that investigation." This is a supplemental report submitted following completion of raz design inc.'s on-site investigation conducted in florida and testing performed in-house by the engineering team.